Event description:
During removal of implant, the pt sustained a second degree burn from the lighted right breast retractor where it joins to the light cord. This area came in direct contact with the skin and caused burn within seconds.